Event description:
During a posterior occipital cervical fusion procedure, the surgeon experienced difficulty with several components in the system. These issues led to a surgical delay of approximately 2.5 hours. There was no injury to the pt.

Manufacturer narrative:
Visual and functional inspection of the returned drills and rod cutter instrument did not reveal any damage or sign of malfunction. Visual inspection of occipital screw, set screws, and rod persuader instrument confirmed damage due to excessive physical force exerted on the devices. Investigation of the returned surgical set confirmed a missing rod holder instrument (i.e. Lack of correct contents). The product instructions for use list "bending or breakage of any or all components" as a possible complication of use of the devices. The missing rod holder instrument was traced back to an error made during packaging of the product.